Manufacturer narrative:
Device evaluated by MFR: one conv titanium, a22 brace, serial number (B)(4), was returned for evaluation. The brace is bent on the lateral side thigh and calf bars. It is unable to be determined if the brace was built within specifications due to the brace being bent. As such, it cannot be determined if the brace caused or contributed to the injury.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "the brace bending whilst playing soccer [sic] during a soccer game, patient was running down the field, went for the ball with another player, twisted his knee, fell to the ground, and didn't really realize what happened until he got up from the ground. Felt immediate pain on his knee and had to leave the game." No further information is currently available.